Manufacturer narrative:
Cypher select+ (3.0/18 mm: complaint product) was delivered to the target lesion, but there was difficulty delivering due to heavy calcification and flexion. Therefore, double wire technique and 5-in-6 technique were used and then the cypher select+ was implanted at the target lesion. When ivus was conducted, stent malposition was observed and so post-dilation was conducted with the sds of the cypher select+. When the balloon was inflated for the second time for post-dilation, leakage of contrast medium was observed under cag. The maximum inflation pressure was 16 atm. Therefore, the sds of the cypher select+ was retrieved and post-dilation was conducted with another balloon catheter. The procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. It is unknown if pre-dilatation was conducted. The target lesion was aha 7-8. The lesion was a de-novo, heavily calcified and highly tortuous. Pre-procedure stenosis was 90%. The product will not be returned for analysis, due to the patient's infectious disease. The sds was not returned for evaluation; therefore, no extensive analysis could be performed. A review of the manufacturing records could not be conducted without a lot number. Without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event. No corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device history record review was inadvertently left out of the previous submission. Here is the DHR information: a device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.

Event description:
Balloon burst: cypher select+ (3.0/18mm: complaint product) was delivered to the target lesion, but there was difficulty delivering due to heavy calcification and flexion. Therefore, double wire technique and 5-in-6 technique were used and then the cypher select+ was implanted at the target lesion. When ivus was conducted, stent malapposition was observed and so post-dilation was conducted with the sds of the cypher select+. When the balloon was inflated for the second time for post-dilation, leakage of contrast medium was observed under cag. The maximum inflation pressure was 16atm. Therefore, the sds of the cypher select+ was retrieved and post-dilation was conducted with another balloon catheter. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. It is unknown if predilatation was conducted. The target lesion was (B)(6). The lesion was a de-novo, heavily calcified and highly tortuous. Pre-procedure stenosis was 90%.